Manufacturer narrative:
Continuation of d11: product ID 97712 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that ins was in overdischarged. Rep stated this was the thoracic ins. Rep reset the ins and patient was now able to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient hadn't charged either ins device in over a year. The rep could not communicate with the ins using a tablet or the patient's recharger. It had been about a year since the patient noticed they could not communicate with the either ins. Technical services reviewed the possibility of overdischarge. The rep was going to attempt to charge the ins with the patient. No symptoms were reported. Additional information was reported that the rep did a reset with the patient's charger then charged the ins and reset it. The patient was able to feel paresthesia, and was able to connect with her charger. The patient only wanted the rep to help with the thoracic ins. She plans to have the cervical ins changed or removed. An overdischarged was confirmed in both inss. The issue is resolved with the thoracic ins. The patient did not want the rep to do anything with the cervical ins. Additional information was received from the manufacturer representative (rep). It was reported the reason for ins removal was due to normal battery depletion. **pe 703877968 captured dtc issues.** additional information was reported. They charged their ins and it was not charging the ins all the way still. It only charges to 3 quarters. Patient reported it does not take long to charge, but it showed it is fully charged but when she looks at the screen it only shows ins is at 3 quarters. Patient gets good coupling. It was reviewed with the patient that after charge complete screen the insr goes back to the last quarter being charged. Reviewed insr appears to be normal. Patient also reported that the charge only lasted for 15 hours and they had to charge their ins every day. Patient reported they have 2 inss. She had trouble with nmb706038h ever since it was put in she has to charge more frequently. They mentioned again she was in od and it is now resolved but she still has to charge every day. Patient also reported nkf709095h is dead and will be replaced soon. No further complications reported/anticipated.